Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer to reload the cartridge and resume insulin delivery.